Event description:
It was reported that a malfunction alarm was displayed. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had previously reset the pump successfully, and the malfunction code did not recur. Technical support instructed the customer to continue using the pump and advised them to call back if the malfunction code reappears. No further information was received regarding the specific date of the event.